Event description:
A male pt under aaa repair on (B)(6) 2009. Extreme difficulty was experienced advancing the top cap during deployment of the suprarenal stent. The trigger wire deployed successfully, pin vise completely removed/ loosened. A great deal of force was required to advance the top cap. It seemed it was not going to move at all. However, with a great deal of force, it did. It was a very routine evar, no significant tortuosity. This did not affect the pt and his condition is fine.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.